Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence contamination. In addition to the above system board, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, retainers, and muffler assembly will needs to be replaced due to water ingress.